Manufacturer narrative:
Additional updates to the 3500a: section b5: describe event or problem - additional information received on 04/266/23 added. Section h6: health effect - additional information received on 04/27/23 therefore the clinical code 2687 was added.

Event description:
Additional information received on 04/27/23 states that the balloon was inflated with 6ml of sterile water. The balloon burst whilst in situ therefore the fragments will have been passed by patient. There was no further medical intervention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: a 24cm 1.5cm nutriport was placed on (B)(6) 2023. The balloon burst on (B)(6) 2023. A replacement for the device was a 24fr 1.7cm product code# 724170, lot# 1933033964 as there was no supply available in the region for the initial sizing (24cm 1.5cm).